Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 338-high mg/dl. Customer reported "she may have lost consciousness" reportedly, the customer was using lyumjev within their pump supplies. Customer administered a bolus via the pump and gave themselves a manual injection of insulin to address the issue and went to the emergency room with high ketones. Reportedly, customer was in diabetic ketoacidosis. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin. Customer reverted to an alternate method for insulin therapy. Customer declined to provide further information, no additional information was able to be obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.